Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer's report # 3005099803-2009-03436 for a description of the other event. A hydrothermablator procedure set was used during a hydrothermablation (hta) procedure (patient). According to the complainant, saline was observed leaking into the vagina with no alarms or error codes displayed. The console unit was immediately turned off and the case was aborted. A burn was sustained (classified between second and third degree) and was treated with silvadene cream. Follow up information received in 2009 revealed that a single tooth tenaculum was used and positioned at twelve o'clock, the uterus was severly contracted during procedure, and there was no over dilation, but a cytotechnologist was present. Although an attempt was made to obtain additional follow up regarding patient burn, there is no further information regarding this event.

Manufacturer narrative:
The suspect device lot number is not known, therefore, expiration date and manufacturing dates are not known. These codes were selected by the MFR based on info provided by the user facility. The suspect device has not been returned as it was disposed of; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.